Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experience high blood glucose over 500 mg/dl, 332 mg/dl and 373 mg/dl. Customer¿s current blood glucose value was 390 mg/dl. Troubleshooting was done for high blood glucose and under delivery. The customer treated with manual injection and pump. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer performed high pressure test and it did pass. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.